Manufacturer narrative:
Device evaluation details: the device was visually inspected and no visual damages observed. Then during a second closer visual inspection, a hole was found in the pebax along with a reddish-brown material. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, the customer had provided a photo showing the complaint product label for analysis, however, the photo did not provide sufficient information related to the reported event and therefore no result can be obtained from it. From the photo provided, the customer complaint cannot be confirmed. A manufacturing record evaluation was performed and no internal action was found during the review. The customer complaint cannot be confirmed. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that during the procedure an error of ¿hi¿ force was displayed on the toolbar when they intended to started ablation and it prevented them ablating. The issue was resolved by replacing the thermocool® smart touch® sf bi-directional navigation catheter. There were no patient consequence. The customer¿s reported issue of ¿high force¿ has been assessed as not reportable since the issue is highly detectable when occurring and the potential that it could cause or contribute to a death, serious injury, or other significant adverse event is low. On 3/31/2020, the complaint device was returned to bionsense webster inc. For evaluation. Initial visual inspection observed no visual damage or anomalies. On 4/8/2020, during a second visual inspection, the catheter was found with a hole in the pebax and reddish-brown material inside. The finding of the ¿hole¿ in the pebax has been assessed as an MDR reportable malfunction since the device integrity was not maintained. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on 4/8/2020 and reassessed as MDR reportable.